Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the issue with the pressure disk occurred due to design error and the issue with the control unit was due to normal wear. The assignable root causes were determined to be due to wear from normal use and servicing and product design construction/design false. The issue related to the design error has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the coupling tool side was out of specification on the battery oscillator device. It was further determined that the control unit was not functioning and was defective. It was determined that the u-washer of the clamping screw had too much clearance. It was further determined that the device failed pretest for functional test, check saw blade coupling and check saw head ratchet. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.